Event description:
Physician was having a difficult time cannulating the common bile duct. He torqued the wire to get it in the ampulla, and the tip of the guidewire broke and detached in the distal end of the bile duct. Physician attempt to retrieve unsuccessful. He is not concerned about it. No pt complications enused.